Manufacturer narrative:
Voluntary medwatch report received: mw5163163.

Event description:
Voluntary medwatch received states that the left ventricular lead failed to capture and exhibited unspecified over-sensing. No intervention was performed. There were no patient consequences.